Manufacturer narrative:
D3: manufacturing plant address, city, and zip code updated. D9: date returned to manufacturer: 04-feb-2025. H3, h6: the device was returned for root cause analysis. When the pump was turned on, a preventative maintenance alarm appeared on the screen. Review of the event history log confirmed the customer reported issue of intermittent connectivity alarm and pump will not run. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump performed as intended and passed all functional testing. Preventative maintenance was performed. The customer did not send the communication module for investigation, so the probable cause of the reported issue is unknown.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an intermittent connectivity alarm and will not run. There was unknown patient involvement.